Event description:
It was reported that the customer was unsure if the insulin pump was delivering the appropriate amount of insulin due to frequent high blood glucose levels. The customer's blood glucose at the time of the call was unknown. Troubleshooting for a delivery anomaly was done. The customer expressed vomiting and a back ache as symptoms of his high blood glucose levels. Upon checking the alarm history of the insulin pump, the customer stated that he had received multiple no delivery alarms as well. After troubleshooting, confirmed with customer that the insulin pump passed the tests. The customer stated that he was no longer concerned about a delivery anomaly. Advised customer to monitor the insulin pump and to monitor the blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.